Event description:
Customer reported system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and 24v power supply. The system hard drive needs to be replaced and is on order. It is anticipated that installation of the new hard drive will restore the system to operating as intended.